Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was damaged. The following information was provided by the initial reporter: patient who is multi-punctured according to clinical history four times, due to damage to the catheter, the first attempt was note that not there is a return, she withdraws and it is observed that she is with the tip damaged, second attempt happens. Did it cause damage?: double puncture. Was it intentional?: no. Is it related to the care process?: yes. Is it related to the underlying pathology?: no. Were failures identified in the care process?: yes, apparent catheter failure.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter catheter tip was damaged. The following information was provided by the initial reporter: patient who is multi-punctured according to clinical history four times, due to damage to the catheter, the first attempt was note that not there is a return, she withdraws and it is observed that she is with the tip damaged, second attempt happens. Did it cause damage?: double puncture. Was it intentional?: no. Is it related to the care process?: yes. Is it related to the underlying pathology?: no. Were failures identified in the care process?: yes, apparent catheter failure.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.